Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube and a stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm. The customer also reported that the medtronic logo next to the drive support cap had turned brown. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.